Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305200 and lot number 0065019. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd nokor¿ filter needles were blocked during use. The following information was provided by the initial reporter, translated from chinese: "the customer reported that in (B)(6) 2023, after using the 0065019 batch of filter needles for puncture, it was found that the drug solution could not be extracted, and it was judged that the filter needles were blocked. The same situation has occurred twice in a row this month."

Manufacturer narrative:
After further review, the following field was updated with corrections: b.5. Describe event or problem: it was reported that the bd nokor¿ filter needle was blocked during use. This complaint was created to capture the 1st of 2 related incidents.

Event description:
It was reported that the bd nokor¿ filter needle was blocked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from chinese: "the customer... Reported that in march 2023, after using the 0065019 batch of filter needles for puncture, it was found that the drug solution could not be extracted, and it was judged that the filter needles were blocked. The same situation has occurred twice in a row this month.".